Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 4.0 mm oval burr, ar-8400obe, and a 4.0 mm excalibur, ar-8400ex, were being used during a shoulder arthroscopy procedure. During use, either the 4.0 excalibur or 4.0 oval burr left flakes in the joint. The rep was unable to determine which device the flakes came from. Additional information provided 8/14/2019: the flakes appeared during sad. The patient had normal quality tissue. The flakes were not able to be fully removed from the joint. Dualwave outflow tubing was not used in the case and there was an uninterrupted flow of irrigation through the device during its use.